Manufacturer narrative:
Report date: 07/2014 (month and year). Date received by MFR date: 04/13/2015. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service of the device, the manufacturers field service engineer (fse) noted a blower temperature high occurrence in the device diagnostic history. The fse reported the blower was whining loudly, and was replaced to address the findings. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. Applicable final testing was performed per operating specifications.